Event description:
Main chair supports appeared to have fractured from fatigue, however, there also appears to be air holes in the support casting. This fracture allowed the complete cushion assembly to seperate from one side of the chair. The left side was seperated from the rest of the chair allowing the cushion assembly to drop to the floor. The frame has been disassembled and inspected by our maintenance supervisor. There appears to be no evidence of abuse or misuse to the chair. The chair supports are made of a plastic or fiberglass like material. The broken parts are nonrepairable. The cushion assembly was good and has been installed in a different frame. Resident fell out of chair receiving a 3 cm x 4 cm laceration on left hip which required stitches, also a skin tear (2cm) on left arminvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.